Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual and magnification evaluation noted that the distal pierced hole (tome's extrusion) was torn. This displaced the cutting wire anchor from its original position, but the wire anchor was still within the catheter. The cutting wire was not broken. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. However, upon analysis, it was found that the distal pierced hole (tome's extrusion) was torn, and this condition displaced the cutting wire anchor from its original position. The cutting wire was not broken. These physical device conditions would have limited the overall performance of the device and made it difficult or unable to bow, which may have been interpreted by the customer as the cutting wire falling off the device. Additionally, the working length was torn at the distal pierce hole. The tear could have been generated by submitting the catheter to tension forces during the handle actuation. Also, bowing the device without being completely out of the scope can lead to tear and displacing the cutting wire anchor from its position. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 during the preparation outside the patient, upon unpacking, it was noticed that the cutting wire of the autotome rx 44 fell off and it was missing. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the preparation outside the patient, upon unpacking, it was noticed that the cutting wire of the autotome rx 44 fell off and it was missing. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. The reported event may suggest that the cutting wire broke.